Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately high compared to her feelings and or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient¿s sister on (B)(6) 2014. The reporter stated that the alleged inaccuracy started ¿last year¿. At an unspecified date/time, the patient obtained a blood glucose result of ¿37 mg/dl¿ with the subject meter. The patient manages her diabetes with oral medication (metformin, 100 mg; amaril 8 mg) and insulin (novalin 70/30- 22 units and 18 units; novalin n 24 units at bedtime; and regular- self-adjuster). The reporter confirmed that the patient did not take any action in regards to her normal diabetes management as a result of the alleged inaccurate result(s) obtained with the subject meter. The reporter mentioned that the patient retested her blood glucose, an hour later, and obtained a result of ¿78 mg/dl¿ with the subject meter. The reporter confirmed that the patient did not develop any symptoms or receive any medical treatment due to this alleged inaccurate result. During the follow-up call, the reporter mentioned that during the past year, the patient has experienced occasional low blood glucose excursions at unspecified dates/times. The reporter stated that during the most recent excursion, the patient obtained blood glucose reading(s) of ¿170, 180, 190 mg/dl¿. The reporter stated that the patient took an increased dose of insulin (regular, unknown dosage) in response to the alleged inaccurate results obtained with the subject meter. At an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿hot, sweaty, and shaky¿. The patient retested her blood glucose with the subject meter and obtained results of ¿57, 43 mg/dl¿. The patient self-treated with ¿d10¿ and called emergency medical services (ems). When emsarrived, they tested the patient¿s blood glucose and obtained a result that ¿was not more than 60 mg/dl¿. Ems treated the patient with ¿d50¿ and brought her to the emergency room (ER). The reporter stated that her sister was admitted for ¿a few days¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the lay user/patient¿s meter have been returned on 09/05/2014 and evaluated by lifescan product analysis on 09/12/2014 with the following findings: the meter involved in this case has passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.